Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed that malfunction did not recur after reset, advised customer to continue using pump and to call back if any malfunction returned, and caller acknowledged and understood instructions.